Event description:
It was reported to boston scientific corporation that a flexima biliary.stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure of a (B)(6) female patient (patient weight is unknown). During unpacking of the device, the distal end of the guide catheter, near the proximal end of the stent, was kinked. The procedure was completed with another flexima biliary biliary stent system with no complications. The patient was reported to be in good condition after the procedure.this event has been deemed a reportable event based on the investigation results; slightly deformed/bent stent.

Manufacturer narrative:
A visual evaluation of the returned device revealed the proximal end of the guide catheter was stretched. The distal end of the guide catheter contained a kink/bend (suture impression). The suture was tensed and twisted on the stent. The proximal end of the stent was slightly deformed/bent. No damage was observed on the push catheter. The suture was found discolored.a functional evaluation revealed the stent deployed without any issues.